Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 8 cfu, bacterial identification: cytobacillus oceanisediminis, priestia megaterium, rossellomorea sp, oceanobacillus iheyensis. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the air/water tube had foreign objects and that colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section h11. The device was evaluated where additional potential adverse event was confirmed were foreign material was in the air/water tube and the distal end had corrosion.